Manufacturer narrative:
During the quality investigation, overheating was duplicated. Further investigation revealed corrosion damage to the press plug and the motor. The ball bearing was also sticky. Preventive maintenance was conducted on the ball bearings and the damaged parts were replaced. The device was repaired and returned to the customer.

Event description:
The stryker core sagittal saw was sent in for overheating during a routine maintenance visit by the repair technician. There was no patient involvement, no adverse event was associated with the device.